Event description:
On board imager was being brought into position and went to a vertical coordinate of 2.3cm where it collided with the edge of the couch. The system is set so that the vertical cannot be less than 5cm. 2.3cm is an invalid setting so unaware of how it could automatically move to this position. We were not able to reproduce this error. Manufacturer response for kv imaging detector, varian on board imaging (per site reporter).